Event description:
It was reported that the customer had a crack in the reservoir compartment that she noticed about a month ago. Customer does not know how the damage occurred. Customer declined the loaner pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. Customer will monitor the pump. Customer called back and troubleshooting was performed for the no delivery alarm and the cosmetic damage. Customer was sent some new infusion sets. Customer can use a loaner pump temporarily until she upgrades. Customer declined to return the pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(5).